Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. It was later confirmed that it was a balloon burst that occurred. The burst occurred on the first inflation. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The proximal balloon bond /inflation lumen was necked. It was not possible to perform negative prep due to the condition of the proximal balloon bond/inflation lumen. The device returned with balloon folds expanded. The device returned with contrast visible in the balloon. No deformation was evident to the distal tip. An attempt was made to inflate the balloon but due to the necked proximal bond the balloon could not be inflated to perform a leak/burst test. The contrast in the balloon indicates a leak/burst was evident on the device. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora coronary balloon to treat a mildly calcified lesion. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that a balloon burst, leak or catheter leak occurred during balloon inflation. An inflation pressure of 12 atm was applied to the balloon prior to the burst/leak. The patinet is alive with no injury.